Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen pixels were a different color. The issue did not involve the text portion and was "quite minimal". Customer's blood glucose was within range (value not provided). Reportedly, customer continued using pump for insulin therapy.